Manufacturer narrative:
No pt info as no pt was present in this concern. An RMA has been issued for an treon psu.

Event description:
A medtronic representative reported that during a scheduled site visit there was some tracking issues with the camera on the treon. This event did not occur during surgery and no pt was present.